Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina, stenosis, and prolapse are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with proximal and mid left anterior descending (lad), severe in-stent restenosis. Pre-dilatation was performed and a 3.0x23mm (1550300-23, 8091041) xience sierra stent was implanted in the mid lad. Following, a plaque shift occurred into the diagonal coronary artery, treated with balloon angioplasty. There were no further complications reported. A 3.5x15mm xience sierra stent was implanted in the proximal lad. Reportedly, both stents were implanted with acceptable results, timi flow iii and 0% diameter stenosis. On (B)(6) 2019, the patient was hospitalized for worsening chest pain with activity. Per imaging, the mid lad was severely restenosed and coronary artery disease was noted in the first diagonal. Reportedly, the proximal lad, 3.5x15mm xience sierra stent remained patent. As treatment, another percutaneous coronary intervention was performed in the mid lad and diagonal coronary arteries, placing additional stents. The event resolved without sequela. No additional information was provided regarding this issue.